Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained an unknown brand of baclofen with an unknown concentration and dose. It was reported the patient had no early benefit from the pump. The date the event/difficulty occurred was unknown. As they up-titrated further it seemed like the patient was having some benefit; however, more recently, the patient¿s mother felt like there had not really been much benefit. It was unknown what environmental/external/patient factors that might have led or contributed to the issue. They were unable to aspirate from the catheter access port (cap). The CT scan was ¿suspicious for being extradural¿ (the hcp thought extradural, and the radiologist thought intradural). The hcp was down-titrating the patient, and the mother was going to decide if she wanted it revised. The issue was not resolve at the time of the report. The catheter has not been confirmed to be extradural and the patient is scheduled for a catheter revision on (B)(6) 2017. The patient¿s weight was unknown. The patient status at the time of the report was alive ¿ no injury. No further patient complications were reported.

Event description:
Additional information received on (B)(6) 2017 from the hcp via the representative reported the patient was scheduled for a catheter revision, but the surgery cancelled and had not been rescheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.